Event description:
It was reported that boston scientific technical services (ts) was contacted by the field representative, who was having issues interrogating the device after attempting with several programmers. Ts instructed for them to place a magnet on the device and listen for tones, but none could be heard. It appeared the device had lost all telemetry and battery. The field representative informed ts that there had possibly been an external shock delivered to the patient during their transfer from a different hospital. Ts noted that a shock delivered directly over the device could have caused it to cease functioning. It was later reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified scratches and dents on both sides of the can. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). Damage of this type could occur if an external shock was administered at the same time this implantable device delivered a shock; however, this scenario cannot be definitively confirmed to have happened. The damage to the fuse most likely occurred during delivery of a shock by the device that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that boston scientific technical services (ts) was contacted by the field representative, who was having issues interrogating the device after attempting with several programmers. Ts instructed for them to place a magnet on the device and listen for tones, but none could be heard. It appeared the device had lost all telemetry and battery. The field representative informed ts that there had possibly been an external shock delivered to the patient during their transfer from a different hospital. Ts noted that a shock delivered directly over the device could have caused it to cease functioning. It was later reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.